Event description:
It was reported that during an unspecified peripheral procedure, the stent dislodged from the delivery device. The lesion being treated was located in the severely stenosed biliary tree. The express biliary ld pmtd stent delivery system was advanced through the introducer sheath through the right hepatic duct to the common bile duct. However, due to the severe stenosis, the physician was unable to advance the delivery system further. Therefore, the physician attempted to remove the express biliary ld pmtd stent delivery system and felt severe resistance during removal. Upon removal, the physician found the stent was dislodged. The stent remained above the stenosed lesion, and the physician feels that it is secure. Once the percutaneous access site heals, the physician is planning another intervention to remove the dislodged stent and treat the lesion with another stent. Another of the same devices was not available at the time of the original procedure to complete it. There were no pt symptoms or complications, and pt status was reported as 'good'. The physician felt that the stent may have dislodged from the delivery system due to the severe stenosis and the position of the access site.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval and the stent remains in the pt; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.